Manufacturer narrative:
(B)(4). Sheath left in pt. Conclusion: should additional info be obtained supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6) 2010. During the procedure, the surgeon cut the mesh before removing the sheath and the sheath retracted under the skin. The surgeon extended the incision slightly but could not find the sheath on the left side. The surgeon removed the tape vaginally. The left side of the sheath was left in the pt. The surgeon inserted a second sling. There is no further medical or surgical intervention planned. The current condition of the pt is stable.